Event description:
It was reported that the rail-cutter bit broke during use in surgery. Additional time to recover the broken tip was 1-2 minutes; procedure was unaffected. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional info. Product analysis :optical examination did not identify a pre-existing material defect that could contribute to the fracture propagation. Microscopic examination of the fracture found a fairly flat quasi-brittle fracture through the cross-section of the material, ending in a shear lip. The morphology and location of this kind of failure is consistent with an over-torque of the instrument during use.